Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm or blank display noted. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was 467mg/dl. The customer treated the high with manual injection. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis. The customer checked their levels and they had risen to 526mg/dl. The customer states they felt fine and would have spouse take them to the hospital if need be.